Manufacturer narrative:
Correction: b5: initial report is not reportable due to updated information provided by reporter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, refractive surprise, blurred vision, and rotation with repositioning. The lens was later exchanged for a same size, power lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to reposition, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Correction: g1. H3: product evaluation: lens was returned dry within a microcentrifuge vial. Visual inspection found an optic and haptic deformed lens. Dimensional inspection found the lens to be within specifications. Function inspection found lens to not meet the original values measured at the time of manufacturing. Additional information: device history record review found associated source lots were manufactured within established parameters and limits. Claim# (B)(4).